Event description:
The indication was spasticity.

Manufacturer narrative:
(B)(4). Analysis print out noted the pump was delivering lioresal 500 mcg/ml at a dose of 69.73 mcg/day. During analysis testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). The root cause of the overinfusion was undetermined at this time. Further testing was expected on the pump. Should additional information be received, a supplemental report will be filed.

Event description:
Information was received from a hcp (healthcare professional) and company representative regarding a patient in canada who received intrathecal baclofen via an implanted pump. On (B)(6) 2015, the patient passed away in a hospital ICU (intensive care unit). The pump was explanted at a funeral home. The pump was still functioning normally at the time of death. The death was not related to the pump. The cause of death was not reported. Other medications the patient was taking were not reported. Relevant medical history was not reported. Intrathecal baclofen information (lot number, concentration, dose, therapy dates) was not reported. The pump was returned to the manufacturer for analysis. On (B)(6) 2015, additional information was received from a healthcare provider (hcp) via the representative noting that the cause of death was unrelated to the pump. The hcp did not have access to the information regarding what the patient's oral medications were at the time of death because the patient was admitted to the intensive care unit (ICU), also not related to the pump, at another hospital. The hcp had no further information. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-01 additional information was received from the health care provider via a representative. At the refill on (B)(6) 2014 the actual reservoir volume (arv) was 2.8ml and the programmer¿s expected reservoir volume (erv) was 2.2 ml. At the refill on (B)(6) 2015 the arv was 2.8 ml and the erv was 2.5 ml. At the refill on (B)(6) 2015 the arv was 3.8 ml and the erv was 2.9 ml. The patient had been admitted to the ICU on (B)(6) 2015 with septic shock from a urinary tract infection (uti) and "ostemomyletis"(osteomyletis). The symptom reported at that time of admission was reported as ¿fever?¿. Diagnostic testing performed at that time included a magnetic resonance imaging (MRI) scan to which a company representative reportedly had interrogated the pump after the MRI. Actions and interventions in respect to the implanted system and/or therapy included ordering oral baclofen. No pump increase was made and reportedly a company clinician had visited the patient. As reported, at the time of admission a health care provider had suggested to the physician and another health care provider that the patient be assessed, including the patient¿s spasticity, interrogation of the pump post MRI, and chart review to provide the patient holistic care.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Despite attempts to retrieve the cause of the death, the representative reported this was not obtainable.

Manufacturer narrative:
Additional analysis of the pump, model# 8637-40, serial#(B)(4), was completed. Infusion testing was performed and the pump logs were free of anomalies; no further issues were found. Due to this, further destructive testing was not required.